Event description:
Meter gives an error1 message. Pt did not experience any symptoms. Pt tried to retest; however, ended up getting the error1. Pt contacted md for medical advice. Pt was treated, however, type of treatment was not provided. Customer service was not able to resolve the issue and sent pt a new meter.